Event description:
It was reported to philips that the system's geometry module was replaced, which can indicate a geometry failure. The device was in use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.